Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the trigger of the battery handpiece/modular device was jammed, and the moving parts did not move smoothly. It was determined that the housing was out of round, leaking, and was deformed/bent. It was observed that the tool coupling was worn, and the color ring and labeling were missing. It was further determined that the device had cosmetic damage and a lid leak tightness test failure. It was further determined that the device failed pretest for check condition and function of triggers, check roundness of housing, check the attachment coupling and leakage test using bubble emission technique. It was noted in the service order that the device was deformed (oval). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred on the sixth day of august. The actual year was not specified. If additional information should available, a supplemental medwatch will be submitted accordingly.